Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler had an unknown issue. Surgical time was extended more than 30 minutes due to the product problem. Another device was used to complete the case.